Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material at the forceps stand, a cracked light guide lens, and peeling of the adhesive of the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of foreign material on the forceps stand: inadequate reprocessing. Based on the results of the investigation a root cause could not be identified for the peeling adhesive of the objective lens and crack for the light guide lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.